Manufacturer narrative:
The reported device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and droplets were observed on the inside of the camera head. Microscopic inspection of the window revealed a possible crack. A functional evaluation revealed that the device did not switch to live video, the color bars were displayed. The device was disassembled and subjected to a helium leak test resulting in failure. The complaint has been confirmed and a root cause has been associated with a component failure. Factors that could have contributed to the reported event include an impact event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during pre-trial equipment check, the camera head was noticed to be damaged. No case reported, therefore, there was no patient involvement. Results of investigation have concluded the camera head revealed that the device did not switch to live video, the color bars were displayed; therefore, makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.